Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reciprocator handpiece device failed the saw head ratchet test and functional test at pretest. It was noted that gearbox was broken. It was further determined that the gear seized, jammed, and was moving heavy. It was noted in the service order that the device was not running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.